Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 40 mg/dl and the customer fell. A store pharmacist assisted the customer by assisting the customer with drinking juice. Once the customer tested bg, it was 180 mg/dl. The customer reported that diabetes was not managed well and was the cause of low bg.